Event description:
The manufacturer received information alleging a failure of three (3) reboots occurred within twenty-four (24) hours (e-045) error code was found on the device's error log for a bipap a30 silver series device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, 3 reboots occurred within 24 hours (e-045), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.